Manufacturer narrative:
Solia s (B)(4). In the returned state, the lead had been cut through 7 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were available for analysis. The visual inspection found cuts (35 cm distal of the is-1 connector pin) in the insulation, which are probably a result of the operation procedure. The analysis showed no further deviations that could be related to the dislocation. Plexa promri (B)(4). The returned lead was thoroughly analyzed. The visual inspection showed a deformation at the fixation screw of the lead, due to which the function of the fixation mechanism was impaired. This damage is probably a result of excessive mechanical stress during the operation. The analysis showed no further deviations that could be related to the increase in the pacing threshold. The electrical measurement values are within specifications. The manufacturing process of the leads ((B)(4)) was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 7 months after implantation, the rv lead (plexa promri s 65) showed an increase in stimulation threshold. Both leads were explanted and replaced.